Event description:
It was reported that during a nephroureteral stenting treatment procedure, the catheter was cut. The anatomy location was described as "kidney." When the physician was trying to lock the pigtail by pulling the suture on the nephroureteral stent, the suture cut the catheter. None of the device was left inside the pt. The pt status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4).